Manufacturer narrative:
The explanted component has been discarded and cannot be returned to the manufacturer for identification and analysis. Checking the manufacturing charts of the involved lot #1981121, no pre-existing anomalies were found on the 100 components manufactured with the same lot # and sterilization number. This is the first complaint received for the involved lot # and sterilization number. A final MDR will be shared upon completion of the investigation.

Event description:
A hip revision surgery was performed on (B)(6) 2026 due to implant dislocation, with the patient also complaining of groin pain. The medium head was removed, a tenotomy was performed, and a bioball was implanted. Previous surgery was performed on (B)(6) 2021. The surgeon followed the standard surgical workflow for hip revision. The explanted components included: fem. Modular head - m ø32mm (product code 5010.42.322, lot 1981121, ster. N. (B)(4). Patient is female, 48 years old, bmi 36. Event happened in new zealand.